Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe control 10ml ll had foreign matter. The following information was provided by the initial reporter: verbatim: rcc received a complaint via email. Product code: 309695. Product description: syringe control 10cc l/l bx/25 p39. Lot/serial #: (B)(6). Expiry date: unknown. Problem information product concern ticket number: (B)(4) date of incident: 07-apr-2025 concern description: insides of syringe package are soiled. Occurrences: 3 ea.

Manufacturer narrative:
(B)(4). Supplemental MDR - foreign matter. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.